Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown reasons. The physician implanted two right atrial (ra) leads. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown reasons. The physician implanted two right atrial (ra) leads. No additional adverse patient effects were reported. Additional information received by the field indicates that the lead was damaged during the extraction of the right atrial (ra) lead,

Manufacturer narrative:
The lead was not returned by the customer. Thus, the lead could not be analyzed. However, the post market quality assurance laboratory concluded that the lead issue was a result of unintended use error caused or contributed to event based upon the information that was given.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown reasons. The physician implanted two right atrial (ra) leads. No additional adverse patient effects were reported. Additional information received by the field indicates that the lead was damaged during the extraction of the right atrial (ra) lead.